Event description:
It was reported that occlusion alarm triggers during preventative maintenance with an empty, open syringe. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken upon receipt, the top case was chipped on the front corner, the right plunger cased was cracked, and the battery was missing. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported event is unknown and could not be determined as no external damage was noted on the plunger cable. The plunger cable was replaced which cleared up the problem. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500